Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: recurrence of hernia. Procedure was performed on (B)(6) 2010. The patient was admitted for one day, no overnight stay required for the repair. Other treatment was given for post-operative pain, co-codamol 30/500 x 2 four times daily until pain stopped, diclofenac 50mg x 1 three times daily until pain stopped. The patient recovered without sequelae.